Event description:
It was reported that during an unk procedure, some of the staples were malformed. The surgery was completed with another device. There were no reported adverse consequences to the pt.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.